Event description:
According to available information, this device required replacement due to fluid loss. There was a suspected hole in the reservoir or tubing as the device had no fluid. The doctor removed the cylinders and the pump then clamped off the tubing and filled with saline. There were no fluid leaks found. It was then assumed that the leak had to be from reservoir, most likely the tubing. It was noted that the reservoir was retained, and the new reservoir was placed on the other side since the doctor did not want to do a large abdominal incision to remove the reservoir. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was revised due to a suspected hole in the reservoir / tubing. The implant had no fluid left in situ. The doctor removed the cylinders and pump and clamped off the tubing and filled with saline, and no fluid leaks were found. It was assumed the leakage had to be from the reservoir, however the reservoir was left in situ. Titan touch pump, cylinders 1 and 2, and detached connector / inlet tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted on the pump. Abrasion was noted on the exhaust tubing of cylinder 1 and cylinder 2. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the detached inlet tubing or connector. The information received indicated the device had a leakage issue, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.